Event description:
The account stated that an elevated architect ca 19-9 result of 1341 u/ml was generated on (B)(6), 2012. The patient's previous values were: 193 u/ml on (B)(6) 2012, and 107 u/ml on (B)(6) 2012. The customer said the elevated result did not match the clinical findings from the CT scan. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was completed on architect ca 19-9xr reagent lot 10725m500 using internal panels. This testing passed indicating the architect ca 19-9xr reagent kit is performing as intended and no additional product issues were identified. The customer complaint review for the likely cause lot identified atypical complaint activity for the issue under review. A deficiency was not identified as the accuracy testing completed on likely cause lot 10725m500 passed, indicating the assay can accurately detect clinically significant portions of the assay curve. The architect ca 19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.